Manufacturer narrative:
(B)(4).

Event description:
The patient has lesions of the carotid artery as primary disease. The lesion exhibited moderate calcification and moderate tortuosity. During operation, the physician could not carry out deflation with cca balloon of the moma ultra. As physician pulled the device back to thoracic aorta, cca balloon was naturally successful in deflation. But when the device was extracted outside of the patient body for observation, it confirmed that it could not have carried out sufficient deflation. There was no adverse event to the patient. After the relevant device was confirmed to be device failure, it was extracted outside of the patient body and the procedure was completed as it was. There was no removal difficulty of the relevant device from the patient. There was no anomalous resistance during removal of protective device. No abnormalities noted during preps before the operation.

Manufacturer narrative:
Device evaluation: the stopcocks were still connected to the inflation luers. Traces of radio opaque solution were detected inside the inflation lumens. It was not possible to perform purging procedure due to total occlusion of the lumens. The device was cut in order to analyze balloon and connector. Connector: in order to detect the leakage source, the upper semi-shell of the hub was removed. The end of the lumens were plugged by cyanoacrylate adhesive. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on both inflation lines. Bubbles stopped after 15 seconds. Balloons: distal balloons was tested by inflating with water to 6mm using needle bonded directly to the lumen. No leakage/pinhole was detected after 15 minutes of inflation. Negative pressure applied and balloon deflated in less than 5 sec. It was not possible to inflate the proximal balloon because the lumen was fully occluded by radio opaque solution. Using a microscope balloon surface was analyze and no leak or damage were detected. Only dry residual or radio opaque solution was detected in the balloon.